Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what is meant by "suture is not staying in the patient"- sutures fell out within 24-48 hours and the incisions opened up. All three were mucosal incisions. Did the suture break? Possibly. Did the suture knots untie? Possibly. Clarify the quantity of sutures that had this issue?- three. When did the issue occur? (During surgery, post op?- twenty four-48 hours post-op. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date. Specific location that sutures were placed. Was there any patient condition present that could contribute to the suture coming out of the patient? Was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Did the suture break? How was the suture tied? Did the suture knots untie? What was the tissue condition where the suture was placed? How was suture initially placed (interrupted or continuous)? Are any photos available? What intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done? The patient demographic info: age, gender, weight, bmi at the time of index procedure what is the current condition of the patient? Does the patient have any pre-existing medical conditions? Can you confirm the 3 mucosal incisions were on the same patient? Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported that a patient underwent an otolaryngology procedure on an unknown date and suture was used. It was reported that sutures fell out within 24-48 hours and the mucosal incisions opened. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: suture fell out within 24-48 hours and the incision opened up. Mucosal incision. Did the suture break? Possibly did the suture knots untie? Possibly what was the initial procedure name? Tongue biopsy what specific tissue was the suture placed? Tongue mucosa what was the tissue condition where the suture was placed? Healthy, fresh edges how was suture initially placed (interrupted or continuous)? Interrupted how were the seromuscular underlying tissues closed during procedure? N/a- mucosal suture only (shallow wounds) what is the current patient condition? Stable, fully healed.